Manufacturer narrative:
At the time of this report no additional info was available.

Event description:
The surgeon revised a previous makoplasty unicondylar knee replacement pt. No additional info was available at the time of this report.